Event description:
It was reported that the patient presented to the emergency room with the device beeping. The right atrial lead impedance was found to be high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d314trg implantable cardioverter defibrillator (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2009. (B)(4).